Manufacturer narrative:
The automated impella controller (aic) was returned for evaluation. Upon inspection of the console, the purge disk detect flag and retainer were not compromised and the purge motor shaft would rotate freely when unpowered. When tested with a purge cassette the issue was reproduced and the motor would not advance. However, when the pud pca was temporarily replaced, the issue was resolved and the purge pope rated within specification. The purge pud board was replaced and a functional check of the console was performed. The failure mode will be monitored and trended. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported an automated impella controller (aic) console not recognizing a purge cassette. Upon visual inspection the purge disc and purge sensor did not appear to be broken/missing. No patient was involved.